Event description:
The balloon of a conquest pta balloon dilatation catheter would not deflate and the physician was forced to remove the catheter with the balloon fully inflated causing increased bleeding.